Event description:
The IV pump had an infusion rate of 53ml/hr for rocuronium despite having the correct information programmed in the pump for patient weight ((B)(6) kg) and the correct dose (9mcg/kg/min). Rn had to manually reset the pump and reprogram all of the patient¿s information in it to get the pump to infuse at the correct rate.